Event description:
It was reported that 6 weeks post-procedure a decrease in sensing and increase in capture thresholds were noted. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.